Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. It was also reported that the insulin pump had a frozen display and the buttons were unresponsive. The customer received a low battery alert, however, the insulin pump was not alarming for the alert. During troubleshooting, the customer attempted to insert the same battery into the pump and received a failed battery alarm. The customer reported a high blood glucose level of 350 mg/dl. It was reported that the customer's blood glucose level dropped to 97 mg/dl within four to five hours. The customer treated the high blood glucose with the pump and the low blood glucose with food. Troubleshooting was declined for the high blood glucose level. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No unexpected insulin flow blocked alarms, no delivery/occlusion alarms, frozen screen anomalies, failed battery test alarms, low battery anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Unit communicated properly with glucose sensor simulator and the guardian link (3) transmitter. The correct test bg value was displayed on the sensor glucose graph screen. No sensor anomalies noted during testing. All buttons function properly; no damage to keypad traces and j1 connector on electrical board was not unlocked during visual inspection.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. No unexpected insulin flow blocked alarms, no delivery or occlusion alarms, frozen screen anomalies, failed battery test alarms, low battery anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No sensor anomalies noted during testing. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection.